Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor and received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump has cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.